Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment issue and jammed thumbwheel was confirmed. Additionally the outer member was observed to be torn, 6mm proximal to the proximal end of the strain relief. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a definitive cause for the difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and causing the thumbwheel to jam; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the femoral artery. A 7.0x100mm absolute pro self-expanding stent system (sess) failed to deploy and the stent was not implanted. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified: the outer member was torn, 6mm proximal to the proximal end of the strain relief.